Manufacturer narrative:
Gbo complaint no: (B)(4) received 10pcs 450230/g221036c for evaluation. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the reported error. Customer samples were visually and functionally checked. No abnormalities were found. The complaint is not confirmed. Corrected data: d9 - device available for evaluation g6 - type of report h3 - device evaluated by manufacturer h6 - type of investigation, investigation findings, investigation conclusion, h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only ecently received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states a needlestick occurred. Employee was stuck in the l-anterior side of the 1st digit. She was withdrawing the 1st needle from the draw site. This was a relatively hard stick with a slow fill-rate, and the first needle used is assumed to have clotted. Another was used to regain access, and in the process of switching to another device, she was stuck. Customer confirmed this was a dirty needlestick. Upon request whether the safety of the holder (450230) performed properly; the customer responded, "the nurse is unsure, she doesn't recall the hub having the safety on it. Thinks it may have been missing, but can't recall. States it happened fast and she immediately disposed of the needle."